Manufacturer narrative:
The actual sample involved is not available for evaluation, however, a representative unit has been sent. Upon completion of the investigation, a supplemental report will be submitted. Pir#(B)(4).

Event description:
The needle broke off during the injection into the abdomen. The needle was only used once. The needle was removed surgically.